Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that an rn noted the 1000ml infusion of ns programmed to infuse at 75ml/h was almost empty after infusing for 4 hours. There was no patient harm.

Manufacturer narrative:
Concomitant products: 1000ml baxter bag fe1324d, lot 15e21e6s, exp 04/2018 of sodium chloride 0.9% w/v; therapy date (B)(6) 2016. The customer¿s report of an over-infusion could not be confirmed. Review of the pcu event logs showed no record of a programmed infusion at a rate of 75ml/hr on the reported event date. On (B)(6) 2016 at 5:43 pm the pump module was programmed for a basic infusion at 50ml/hr. At 7:29 pm. Maintenance ivf drug ID 1 was programmed at 50ml/hr. On (B)(6) 2016 at 2:42 pm, the module was channeled off. The device passed rate accuracy testing and was found to be infusing within specification. No overinfusion related issues were noted on inspection. The root cause of the reported over infusion was not determined.